Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing intermittent communication loss. They said it was not linked to any specific area or department. Not in patient use.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the gz transmitter was experiencing intermittent communication loss. They said it was not linked to any specific area or department. Technical support (ts) recommended reconfiguring the unit from scratch and verifying that the ap scan channel settings were correct and matched those of other units in the area. Biomed also noted this unit was on 02-10, while the others were on 02-71. However, after they performed the software update and checked the network settings, they tested the unit, and the issue persisted. Not in patient use. Investigation summary: the unit was removed from service and replaced. Troubleshooting did not identify a definitive cause. The issue was isolated to one transmitter, but no conclusive device, network, or environmental fault could be verified. The root cause could not be determined. No further investigation is required. The following field contains no information (ni), as attempts to obtain the information were made, but none were provided. D10 attempt #1: 08/28/2025 emailed the bme for all items under the no information list. No reply was received. Attempt #2: 09/05/2025 emailed the bme for all items under the no information list. The bme replied that the software update did not resolve the issue and ordered a replacement. Attempt #3: 09/12/2025 emailed the bme for all items under the no information list. The bme replied they removed the device from service and ordered a new one to replace it. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type?. H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Manufacturer narrative:
The biomedical engineer (bme) reported that the gz transmitter was experiencing intermittent communication loss. They said it was not linked to any specific area or department. Technical support (ts) recommended reconfiguring the unit from scratch and verifying that the ap scan channel settings were correct and matched those of other units in the area. Biomed also noted this unit was on 02-10, while the others were on 02-71. However, after they performed the software update and checked the network settings, they tested the unit, and the issue persisted. Not in patient use. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The biomedical engineer (bme) reported that the gz transmitter was experiencing intermittent communication loss. They said it was not linked to any specific area or department. Not in patient use.